Event description:
The procedure was lower extremity pta via right femoral access. The physician inflated the nanocross balloon and felt the balloon burst. On retrieval of the nanocross balloon, it was noted that the balloon was ruptured and separated. There was no patient injury and all balloon parts were recovered.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.